Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens. The lens haptic sheared off upon insertion into the eye. The lens was removed. No patient injury was reported.

Manufacturer narrative:
Results: visual inspection of the returned product showed that one lens haptic is torn off and missing and the lens optic is torn. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.